Event description:
Introduction of the 0.014" enroute guidewire appeared to enter into a dissection. A kmp catheter was introduced and the wire advanced without incident the case was completed with no intervention and the patient was treated successfully with tcar.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Introduction of the 0.014" enroute guidewire appeared to enter into a dissection. A kmp catheter was introduced and the wire advanced without incident the case was completed with no intervention and the patient was treated successfully with tcar.